Event description:
Litigation papers allege: on or about (B)(6), 2008, patient was implanted with a depuy pinnacle mom hip implant on his right side. Metal ions were released into patients body. As a result, patient experienced severe pain and discomfort. Due to patients chronic pain, dislocation, discomfort, and other symptoms, patient was revised on (B)(6), 2010.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Update: 10/19/2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). Added:(device).

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- litigation papers allege: on or about october 13, 2008, patient was implanted with a depuy pinnacle mom hip implant on his right side. Metal ions were released into patient's body. As a result, patient experienced severe pain and discomfort. Due to patient's chronic pain, dislocation, discomfort, and other symptoms, patient was revised on (B)(6) 2010. Doi: (B)(6) 2008 - dor: 07/27/2010 (right side). Patient is a resident of (B)(6). Update: 10/19/2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. Patient demographics added. Update ad 25 apr 2018: (B)(4) has been re-opened to (B)(4) due to receipt of ppf and medical record. There are no new allegations reported. After review of medical record for MDR reportability, patient was revised to address mechanical failure of bipolar articulation of right total hip arthroplasty and possible periprosthetic infection. Revision notes reported that there was expression of 10 ml of a cloudy creamy fluid which was obtained and sent to laboratory analysis. Cell count revealed a white blood cell count of 13,900 with 93% polys. Gram stain was negative for the presence of any microorganisms. The second specimen, which consisted of intraarticular capsular granulation tissue (which was noted to be grossly metallic stained), demonstrated the presence of 10-15 white blood cells on average per high-power field over many high power fields. The bipolar head was seen to have failed with failure of the inner polyethylene locking ring and was removed. Added screws and cup, implanted products except for non depuy products, due to reported result of blood cell count of 13,900. Added lab data. Doi: (B)(6) 2008 - dor: jul 27, 2010 (right hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.